Event description:
It was reported that during a lap nephrectomy procedure, halfway through the firing the reload fell out into the pt. The reload was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.